Event description:
The pt underwent endovascular repair of (B)(4) with the ovation prime abdominal stent graft system on (B)(6) 2013. The stent graft system was implanted and the aortic body and iliac limbs were ballooned. Upon final angiogram, the aortic body was observed to be approx 1cm distal to the intended landing site, resulting in a type ia endoleak. Based on communication from the case supporter, the stiff guidewire was not retracted during fill which can lead to poor apposition of the seal rings to the vessel wall. The physician believed the endoleak was small and that it might resolve itself. A follow-up CT was planed for (B)(6) 2013 to determine if a re-intervention would be required. As of the date of this report, there has been no confirmation that a CT scan or reintervention was performed.

Manufacturer narrative:
Based on follow-up information received from the distributor on january 20, 2015, the patient returned for a re-intervention on (B)(6) 2013 where an aortic cuff was placed within the aortic body sealing rings and successfully resolved the type ia endoleak. The patient was discharged from the hospital in (B)(6) 2014 with no additional patient sequelae reported. Following the re-intervention procedure in (B)(6) 2013, there have been three (3) follow-up CT's performed in 3-4 months intervals, all of which continue to show exclusion of the aneurysm.